Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that on the morning of 1/31/07 her blood glucose measured 500 mg/dl. She stated that she had air bubbles in her insulin cartridge because it was "near the end" and this caused the elevated blood glucose. She stated she gave herself 4 units of insulin and her blood glucose lowered to 200 mg/dl. She stated that she is a "brittle" diabetic and her blood glucose fluctuates. She stated her normal blood glucose is 85-140 mg/dl. She stated she did not have any high blood glucose symptoms. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.